Manufacturer narrative:
Device lot number, or serial number, unavailable. No devices were returned to the manufacturer for analysis device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy procedure. It was reported that the one of the led lights on the active frame had a recognition failure. The site was able to complete the procedure with the use of the frame. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Correction: in supplemental MDR (1723170-2018-06334). Patient information is unavailable due to confidential reasons. Lot number and UDI updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned active frame resulted in no failure being found through functional testing and visual/physical examination. Analysis states that when connected to a known good system the returned frame had good geometry and divot error readings with all leds firing. No problem found. If information is provided in the future, a supplemental report will be issued.